Manufacturer narrative:
H11. Additional narrative: the most likely cause is patient factors, including hyperlipidemia (hld). The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11. Additional narrative surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a model 3300tfx 21mm pericardial aortic valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 2 months due to calcified leaflets, severely restricted, and critical stenosis. A tavr was performed with a non-edwards 23mm transcatheter valve. Per medical records, the patient presented in the clinic with symptoms of hf nyha class 3, for valve work-up. Echo revealed critical aortic stenosis, leaflets appear calcified and severely restricted. Severe mitral stenosis with calcified and severely restricted leaflets. Severe native tr. The patient underwent non-edwards evolut viv tavr and was discharged on pod #2. Valve team to discuss possible interventions for the 29mm 7300tfx mitral valve.